Manufacturer narrative:
(B)(4).

Event description:
According to the initial reporter "per physician, saw a lady with fracture and extrusion of the tine into the l3 vertebral body and it was a tulip filter."